Event description:
Title: gloves. Pt draped for surgery by the surgeon, once finished draping he noticed his (non-latex, sterile) gloves were shredded. They seem to fall apart just after the drapping procedure prior to the start of the operative procedure. [Site reporter does not believe the physician had on a ring or other type of sharp object which could have damaged the gloves. It is unclear whether the gloves were assessed as being intact prior to the draping procedure. The small amount of shredding was discovered on the fingers of the gloves. This facility has recently reported a possible leakage of bodily fluid from non-latex, powder-free gloves by this company but no add'l problems or dissatisfaction from these gloves has been reported.] [The gloves are part of a sterile tray which is assembled by central supply. The sterile gloves are removed from the outer packaging and placed on the tray. The inner packaging contains the glove size which was 6-1/2 with a lot # of 40028f and another #376665 which the site reporter was not sure of the meaning of this #.